Manufacturer narrative:
Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ insulin syringe was broken. The following information was provided by the initial reporter: broken plunger.

Manufacturer narrative:
H.6. Investigation summary: customer returned (3) 1/2cc, 8mm, 30g bd safetyglide insulin syringes in open blister packs from lot # 1201702. All returned syringes were examined and 2 out of 3 samples exhibited a broken pushrod. A review of the device history record was completed for batch# 1201702. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that the bd safetyglide¿ insulin syringe was broken. The following information was provided by the initial reporter: broken plunger.